Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).

Event description:
It was reported that the patient was not getting appropriate coverage of the lower right extremity. The patient underwent a lead revision procedure and was doing well postoperatively. The devices remain implanted and in use.